Manufacturer narrative:
(B)(4). This report is being submitted pursuant to the provisions of 21 cfr part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. H3 analysis summary: the product was returned to ethicon for evaluation. The returned sample determined that it was received six unopened samples that pertains to product code vcp219h were returned. Upon initial inspection, of the samples, no external damages were observed on the packets. In order to evaluate the condition of the returned samples, the packets were opened. The swage and attachment area were noted to be as expected. The sutures were dispensed without problems and examined along the strand no anomalies were observed during the evaluation. A functional test was performed using instron equipment and the pull force result was above the minimum requirements. The event described could not be confirmed as the device performed without any defect noted. As part of the ethicon quality process, all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post-market surveillance. Additional h3 analysis summary: the product was returned to ethicon for evaluation. The returned sample determined that it was received two unopened samples that pertains to product code vcp219h. Upon visual analysis of the returned samples, the closure of the channel was noted to be as expected; however, the insertion of the suture is not totally confined inside of the channel of the needle; resulting in a protrusion defect. Based on the information currently available, the protrusion was identified during the investigation of the sample received. This product issue will be addressed through ethicon quality system. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of post-market surveillance. Additional h3 analysis summary: the product was returned to ethicon for evaluation. The returned sample determined that it was received one unopened sample that pertains to product code vcp219h. Upon visual analysis of the returned sample, chipping defect could be observed in the sample since, the suture was noted with damaged (frayed) near of the needle. Based on the information currently available, the chipping was identified during the investigation of the sample received. This product issue will be addressed through ethicon quality system. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of post-market surveillance.

Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 2/23/2024 h6 component code: g07002 - device not returned this report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent: *please confirm how many sutures separated from the needle during the procedure. *device follow up to date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that a patient underwent an unknown procedure on an unknown date and suture was used. It was reported difficult to use because the needle and thread keep separating. There were no patient consequences reported. Additional information was requested.